Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and analysis revealed all conductors were distorted. The lead was damaged at implant.

Event description:
It was reported that during the implant attempt the wire was not able to be passed through the left ventricular lead. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.